Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was in 400 and 500 range and current was 513 mg/dl and 397, 408, 413, 468 mg/dl. The customer also had low blood glucose of 60 mg/dl to treat this customer drank ginger. The customer treated high blood glucose with bolus with the insulin pump. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer allege insulin pump was under delivering. The high pressure test was performed and insulin pump passed the test and they also received no delivery alarm. It was also reported that piston keeps stopping at certain times. The customer declined troubleshooting for high and low blood glucose and also for no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the delivery accuracy test. Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus delivery anomaly noted. Motor was tested outside the device and passed. Unit functioning properly during testing.